Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer received information alleging particles in bipap tubing/chamber. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-06534. This report was submitted as a duplicate report of the previously submitted report.